Event description:
It was reported that the patient experienced severe discomfort and more pain than before the indirect decompression (ID) spacer was implanted. The physician took images and found the spacer was seated past the spinolaminar junction line and seemed to be embedded into bone. The patient underwent an explant procedure, but the physician had a challenging time getting to the device. The spacer was completely free floating in the spinal canal at l4-5 lumbar vertebrae and moved down to l5-s1 lumbar vertebrae. The spacer was explanted and retained by the medical facility. The explanted device will not be returned for device analysis.

Manufacturer narrative:
Correction to the initial MDR in blocks #s: a6, b2, b5, e1, and h6. Additional information regarding the device lot number was received 08aug2024.

Event description:
It was reported that the patient was hospitalized two days post their indirect decompression implant procedure as he was experiencing neurological sequelae, sever discomfort, lower back pain, and had develop ridiculer leg pain. Images were taken and the physician assessed that the implant was seated past the spinolaminar junction line and appeared to be embedded into bone. The patient underwent an explant procedure; however, the physician had a difficult time removing the device as it had migrated into the spinal canal at l4-5 lumbar vertebrae and moved down to l5-s1 lumbar vertebrae. The patient required a laminectomy to remove the spacer. Following the explant procedure, the patient developed cauda equina syndrome. The implant was not returned for analysis.